Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in device manufacture date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their freestyle libre sensor detached after the 2nd day of wear. The customer further reported that on (B)(6) 2017 the customer woke-up wet and was having unspecified hypoglycemic symptoms. The customer's husband injected the customer with glucagon. The customer also reported being provided a glass of fruit juice. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor kits within expiration at the time of complaint was reviewed, specifically relating to the adhesive patch, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that their freestyle libre sensor detached after the 2nd day of wear. The customer further reported that on (B)(6) 2017 the customer woke-up wet and was having unspecified hypoglycemic symptoms. The customer's husband injected the customer with glucagon. The customer also reported being provided a glass of fruit juice. No further treatment was reported. There was no report of death or permanent impairment associated with this event.